Event description:
Rptr with a congenital birth defect, was implanted in 1978 with silicone gel at the age of 19. Systemic medical problems began arising in the mid twenties. In the late twenties, and thirties; severe fatigue, skin rashes, spastic colon, ovarian tumors, breast tumors, and cysts, developed. A hysterectomy was done. Rptr also developed pancreas problems, gall bladder dysfunction, high blood pressure, neurological dysfunctions, immune dysfunctions, fevers, and pneumonia. Rptr correlated the medical problem with the release of problems in the media. Rptr was explanted in 1992 and without education of the awareness of the silicone shell, rptr was implanted with saline. Rptr's personal situation from the change from silicone to saline it went from systemic to also repository. The year after explantation was a year of death. Rptr believes increased severity of problems is because of improper explantation which allowed add'l silicone to be released.